Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Event description:
Patient was revised to address pain and elevated metal ion levels. Mild metallosis was also reported.

Manufacturer narrative:
(B)(6). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address pain and elevated metal ion levels. Mild metallosis was also reported. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left hip). Update - (B)(6) 2012 - litigation papers were received. They provided the correct date of implant, which we confirmed with an invoice search. Medwatch have been updated. There was no new information that would affect the outcome of the investigation. (Doi: (B)(6) 2008). Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A previous review of the device history records for the (B)(4) lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain and elevated metal ion levels. Mild metallosis was also reported. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed.